Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that 2 bd precisionglide¿ needles experienced difficulty connecting syringe to mating component resulting in leakage. Product defect was noted during use. The following information was provided by the initial reporter: caller reported needle detached from syringe once filled with insulin. Number of occurrences: 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 3/8" needle, pn 305110. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is not available for investigation.